Event description:
A malfunction alarm labeled malf 16 was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The pump was not replaced due to being out of warranty, and no additional corrective actions were noted.